Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator. The reason for call was caller was looking to verify if patient is eligible for conditional full body MRI scans as they have one lead implanted but two extensions. Caller stated that the patient had a small bleed at the time they were going to implant both leads on (B)(6) 2026, so they only implanted one lead. Agent reviewed MRI information with the caller.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.